Manufacturer narrative:
Evaluation of the edge locatable guide sensor catheter showed an open circuit condition. It cannot be confirmed this caused the pneumothorax. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the edge locatable guide sensor catheter was jumping around spontaneously after registration during a superdimension enb procedure. The physician was able to complete the procedure successfully using a new catheter without further problems. The patient had a pneumothorax after the case. If additional information is obtained a follow-up report will be submitted.